Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Unit received with ghosting display problem isolated to lcd board. No blank display noted. Unit received with erased alarm history due to multiple a47 alarms in history screen due to corrupted history file. Unit received with minor scratches on lcd window.

Event description:
The customer reported a blank screen on the insulin pump occurring after two battery changes: four days previously, and the day of the phone call with the helpline. The issues arose after using a new battery cap in the insulin pump. It was advised to discontinue use of the insulin pump and return it for a replacement and analysis. The customer's blood glucose value was 137 mg/dl.